Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Subsequently, the pump touch screen was unresponsive. There was no impact to the customer¿s blood glucose. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified. Additionally the alleged touch screen issue could not be verified.